Event description:
It was reported that during a shoulder joint surgery, unknown if internal or external, a twinfix anchor was found to be rust. The procedure was completed using a s+n back-up device with a surgical delay greater than 30 minutes. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that the shaft is visually inspected for deformities. The shaft is now passivated after laser marking. A certificate of conformance for evidence of passivation is required. A review of the customer provided image found labelling confirming the product identification information. The image shows an undeployed device, but no rust can be seen in the image. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate storage conditions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H2: additional information in a2, b5 & h6 (medical device problem code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that the shaft is visually inspected for deformities. The shaft is now passivated after laser marking. A certificate of conformance for evidence of passivation is required. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor and suture threads are still on the insertion device and it has not been deployed. The anchor is fractured at the suture window. There is debris on the anchor, suture material and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required.¿ a review of the customer provided image found labelling confirming the product identification information. The image shows an undeployed device, but no rust can be seen in the image. The complaint of corrosion was not confirmed. Factors that could have contributed to the reported event include inadequate storage conditions. The complaint of break was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported events. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder joint surgery, a twinfix anchor was found to be rust. However, it is unknow if the rust had been internally in contact with the patient's anatomy. The procedure was completed using a s+n back-up device with a surgical delay greater than 30 minutes. No patient complications were reported. As per investigation results, the functional evaluation revealed the device was broken, but again it is unknown whether device broke inside the patient or not.